Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device was discarded and not returned. Physician found that the anchor was still sutured but that the "wings" of the anchor were open. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. (B)(4).

Event description:
Clinical specialist (cs) reported a catheter revision due to catheter migration. Cs reported that the patient experienced an increase in pain a few weeks after their pump replacement. A sideport study was performed, and the physician was unable to aspirate from the cap. A revision was performed and it was observed that the catheter had pulled out from the intrathecal space. Physician found that the anchor was still sutured but that the "wings" of the anchor were open. The revised segment of catheter was discarded at the facility. MFR 3010079947-2021-00261 was opened to address the patient's pump replacement.